Manufacturer narrative:
No communication could be established between the device and the programmer as received. During analysis, no high current was detected, the power and current consumption of the device was measured and found to be normal. The battery was sent to the manufacturer and no anomaly was detected. The cause of premature battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device could not be interrogated. The patient reported having a prior ablation procedure with injected dye in (B)(6) 2011. The device was explanted and replaced.